Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study there is a role for ambulatory devices in the initial management of complex ssp.

Event description:
Received an article titled "partial ambulatory management of severe secondary spontaneous pneumothorax. Respiratory medicine case reports". The purpose of the article was to provide evidence to treat secondary spontaneous pneumothorax (ssp) in end-stage lung disease with ambulatory devices. Per the article adverse events included persistent air leak and pleural effusion.